Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. The lead was evaluated with the stylet and was found to be restricted/obstructed at the distal region of the lead. Further analysis found the inner coil clogged with blood in this region. The cause of the reported event was isolated to the inner coil being clogged with blood.

Event description:
It was reported that, during an implant procedure, difficulty inserting the stylet into the right ventricular (rv) lead was noted. Insertion was attempted with two additional stylets, but was unsuccessful. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient was stable.